Event description:
Per the surgeon, the mark with navigation (entry point) and the accuracy was off. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the surgeon, the mark with navigation (entry point) and the accuracy was off. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.